Event description:
Per nurse placing powerglide, attempted to place a 20 gauge 8 cm midline inpatient left basilic vein x 2, but was reportedly unable to access the vein both times. Nurse then attempted a third time on the left basilic vein and was able to access the vein. With good blood return and visualizing the tip in the vein on ultrasound, nurse extended the guidewire and advanced the catheter. Nurse allegedly met resistance with advancement before the catheter was all the way extended, so nurse retracted the catheter. It retracted smoothly. Nurse then attempted to pull the line from the vein and reportedly met significant resistance. Nurse paused in pulling back. Looking at the insertion site nurse reportedly could see a lump just under the skin. Nurse advanced the catheter about 2 cm and again pulled back, meeting resistance at the same point. Nurse gave the patient another injection of lidocaine at the insertion site, as it was causing significant pain. Nurse again tried to pull back, exerting more pressure but not pulling really hard. The catheter came free but the guidewire was allegedly stuck at the insertion site. Nurse used a pair of tweezers to pull the guidewire and a small piece of catheter out. Nurse then reportedly noticed that approximately 5 cm of catheter had sheared off. Using the ultrasound, nurse was allegedly able to locate the catheter sitting in the basilic vein, apparently caught in the vein wall.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyb1764 showed no other similar product complaint(s) from these lot numbers.